Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2015 and suture was used. While closing the laparoscopic site and when suture was pulled through the skin, the needle broke off the suture and was stuck inside the subcutaneous layer. The patient was taken to x-ray and it was confirmed that a small needle was seen at l5, right transverse process. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that an umbilical incision deep in the subcutaneous layer was being closed. The needle was driven deep into the subcutaneous tissue and the layer was too deep for the needle proximal end to be grasped and pulled through. An attempt was made to pull back on the suture to gain access to the distal end of the needle when the suture was released and backed out the needle. The needle was deeply imbedded and x-ray was taken to verify the location of the needle. A hemostat and bovie were used to retrieve the needle during the procedure. The patient experienced minimal tissue damage from the bovie. It was reported that the patient recovered without issue. (B)(4).